Manufacturer narrative:
One rf 1500-t12 generator was rec'd for eval. Visual inspection revealed no anomalies. Functional testing revealed the generator powered on and started with normal display w/o any issue. The generator arrow key was used and pressed to increase the power and it was observed that on some occasions it was stuck in the depressed position. Review of the device history record confirmed this device met mfg requirements prior to shipment. The complaint was confirmed. The generator was sent for add'l testing and repair. Should this testing reveal any new info, a f/u report will be submitted.

Event description:
It was reported while using the generator for an ablation procedure during rf power delivery, the arrow key was used to increase the rf power but did not come back to its normal position after being depressed. This caused the level of rf power to exceed the targeted level. When the arrow key was used to decrease the rf power, it functioned normally. During this event, the "stop" key was depressed but rf delivery did not stop and continued longer than intended. There were no adverse consequences to the pt.